Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified multiple areas of damage suggesting heavy use and confirmed that the punch has fractured. Fracture analysis identified that the fractures are consistent with fatigue fracture and possible overloading, and it is unknown if all the fractures occurred at the same time. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as the product has been in the field for approximately 7 years, the root cause of the reported issue was determined to be wear and tear from use there are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the punch was broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(6).

Event description:
It was reported that the punch fractured during a procedure. It was noticed during sterilization that there was a piece missing and the patient had retained that piece under the tibial plateau. The piece has been subsequently removed from the patient on an unknown date.

Event description:
It was reported that the punch fractured during a procedure. It was noticed during sterilization that there was a piece missing and the patient had retained that piece under the tibial plateau. The fractured piece remains in the patient and no revision to remove the fragment has been performed to date. No additional patient consequences were reported.